Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. Fiducial markers were placed the same day. After the procedure, the physician reported a potential injection into the rectal wall. Two weeks later, the physician did not use a catheter during a simulation due to the patient's rectal pain. The patient noted that he had experienced pain since the hydrogel placement and that he was having constipation problems. As a treatment for constipation, the patient was prescribed miralax and a stool softener to help facilitate bowel movements. The patient is currently experiencing pain. The patient will receive conventional fractionation over stereotactic body radiation treatment (sbrt).

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.